Event description:
The seidel plate broke after an implantation period of approximately three months.

Manufacturer narrative:
Evaluation of the device could not be performed as the device was not returned to howmedica but rather retained by the hospital.